Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 399 mg/dl. The customer stated that cannula was bent. Troubleshooting was performed. It was unknown that auto mode feature was active or not at the time of event. The customer was treated with manual injection. The insulin pump will not be returned for analysis.